Manufacturer narrative:
(B)(4) date sent: 11/6/2015. Batch # (B)(4) additional information was requested and the following was obtained: what is meant by the device misfired? When fired clip did not completely discharge from gun and then the second clip did not close, attempted 3 firings total. Did device jam or not deploy a clip? Did not completely deploy. Did device not feed or partially feed a clip? Partially. Did device drop or eject clip? Not on first attempt, second attempt deployed dropped. Did device feed multiple clips? No. Did device sideways feed a clip? No. Did device fire a malformed clip? No. Did device fire a scissored clip? No the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips and five clips with gap. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfired during surgery. No additional information was available. Case completed with another device of the same product code. There were no patient consequences reported.